Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a manual injection. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.